Event description:
It was reported that intermittent capture was noted on the right ventricular (rv) lead via a review of remote transmission. The patient presented to the clinic and device reprogramming was made. The patient was stable.